Manufacturer narrative:
B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H6 codes: health effect - impact code - additional information. H6 codes: health effect - clinical code - additional information. H10 corrected data.

Event description:
It was reported that detached sensor wire occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.